Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) signal loss that self-resolved within minutes before troubleshooting was required. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention. User support included user-reported assessment and troubleshooting education provided remotely. Investigation of this case revealed a transient loss of cgm communication with no alerts or alarms and no responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent loss of communication.